Event description:
The patient¿s lymphatic system was damaged as a result of the surgical procedure for placement of the pump; ¿there is no way it can be corrected¿. After getting the pump implant, it affected her kidneys; ¿she has kidney failure¿. The patient also had ¿lymphedema and swelling as a direct result of pump therapy¿. There were problems with the pump (see also manufacturer¿s report #s 3004209178-2011-06822, 3004209178-2011-03908 and 3004209178-2012-00764). The entire drug pump system was removed in 2013. The patient was angry. She didn¿t feel that the pump was a last resort option for her and if she had known there were ¿all these problems with the pump she wouldn¿t have signed up for it¿. She didn¿t know why they recommended the pump for her spasticity. She had mild cerebral palsy she was able to walk and was not in a wheelchair. The drug pump didn¿t help her therapeutically. The patient was on a low dose; originally at ¿120mg¿ and it was later increased to ¿500mg¿. The patient had never needed a neurologist until after the implant and then she all of a sudden needed 3 neurologists. The patient reported ¿irreparable damage, damage that would last for years that can¿t be fixed¿. The patient was ¿50% worse¿. The patient had seeing a new doctor on (B)(6) 2015 and going to discuss her condition and treatment options. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).